Manufacturer narrative:
It was reported that an x-ray was not performed to asses the lead or the device header. The replacement lead functioned appropriately with this chronic device which remains implanted. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system did not provide pacing therapy when it was required for this patient. A revision procedure was performed and the associated right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this system also exhibited high pacing impedance measurements and no capture on the rv channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.